Event description:
Information received by medtronic indicated that the customer received the drive count/time values or changes incorrect for moving or coasting and too slow or too fast(pump error 37). Troubleshooting was performed and the customer was able to clear the alarm successfully and stated that the pump rewind was completed and but the insulin pump failed the displacement test. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 37 noted during testing. Unit successfully downloaded to thump. Pump error 37 alarms located in the pump history files on (B)(6) 2024 at 06:54:53.000 and at 06:56:11.000. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The motor was tested outside of the device on the ngp stb3 and passed. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Alleged pump error 37 confirmed on the pump history files on (B)(6) 2024 at 06:54:53.000 and at 06:56:11.000 due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.